Event description:
Foley placed. No urine drained. Took it out and there was a lot of blood. When removed there was only about 2.5 inches that remained in the urethra. Sonogramed for location and nothing as visualized. Since this problem there have been several foley catheter issues (leaking, balloon not filling, etc) that have been found. It is possible that this catheter was also faulty. Reason for use: left sided weakness and speech difficulty.